Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a f/u, the pacemaker involved in this MDR report was interrogated and it was displayed that the "elective replacement indicator" was reached. During another f/u, the pacemaker was operating in fallback mode switch, without any atrial fibrillation going on. The physician decided to explant the pacemaker and to return it for analysis, as it was considered that the pacemaker was not working properly.